Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection and review of user feedback, an intermittent loss of pulse was reported. This condition was confirmed to be associated with a malfunction in the drive valve system. To correct the issue, the fse replaced the drive manifold assembly). Following the replacement, the unit underwent factory-specified testing and passed all functional and safety checks, meeting clinical performance requirements. The unit was returned to the customer. The failure analysis and testing dept. Received part with a reported unit failure of the drive manifold not functioning. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( medical device ¿ problem code ).

Event description:
N/a.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had displayed the error message reverse pressure is lower than the set limit during use, and the machine had no reverse pressure. The machine returned to normal after restarting. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.